Event description:
Physician reported that he had to place the filter above the renals due caval clot. After implant, the filter migrated caudally into the renal veins and caused the pt flank pain. The physician removed the filter and placed a new one. The pt is now doing fine.